Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
Lawyer alleges, patient "suffered physical and other injury as a result of the recalled lead." The patient "was implanted with another recalled lead and "have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages". The patient "has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced." It was later reported that the patient went into the ER and received seven inappropriate shocks for sudden lead fracture. A lead integrity alert (lia) was loaded and revision was completed. No patient complications have been reported as a result of this event.